Event description:
It was reported that on (B)(6) 2022, revision of stabilization with explantation of the verse system and the plivos cage, subsequent reimplantation of solera medtronic screws of larger diameter, implantation of the t pal cage occurred. The stem of the screws positioned on level s1, implanted in a previous operation on the same patient in another hospital, is broken. (B)(4).this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).